Event description:
During an MRI infusion, anesthesiologist had set up the pt on their monitor and indicating having difficulty recording the pt's blood pressure and noted the pt's blood pressure was decreasing. At the time, a (B)(6) female pt was receiving an infusion of remifentanil at 31.5 ml/hr. The infusion pump was stopped but the anesthesiologist noted drops flowing in drip chamber of the infusion set. The anesthesiologist reported the case had run for less than 5 minutes. The infusion was discontinued and no injury resulted from this event. The pump was checked by the hosp's technical staff and was placed back into clinical use and was used multiple times since this event without further problems.

Manufacturer narrative:
Investigation is still in process. Recent service action performed by customer may have contributed to the event. A f/u report will be filed within 30 days of this report.